Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set "slipped" at the luer lock and disconnected. Reportedly, the customer felt that the connection became undone due to use error. Blood glucose was 151 mg/dl. Reportedly, the customer reconnected the luer lock connection and resumed insulin delivery.